Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a partial distal portion of the lead was returned. An external insulation abrasion was found proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can.

Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing noise resulted in pacing inhibition. The lead was explanted and replaced. The patient had no adverse consequences.